Event description:
The customer reported that prior to use on a patient, the iabp generated an "autofill failure" alarm upon start-up. The iabp was replaced and therapy was initiated. No patient harm or injury reported.

Manufacturer narrative:
Pump was evaluated and repaired by the customer. Good faith efforts were made but no info was retrieved from the customer with respect to the eval results for the pump shut down. Since this facility does not use maquet for services no further eval can be made. (B)(4).